Event description:
The nurse reported that the patient had expired due to an automobile accident in 2006. An autopsy is being performed, but medical examiner's office requires permission from the family for release of results. A follow up report will be sent if additional info becomes available to us. Reference MFR report #2182207-2007-00036.

Manufacturer narrative:
Final device analysis results reveal - catheter leakage - hole.